Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was monitored and no low battery alarm and no failed battery alarm noted. No device heating up during testing. Device received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 31 mg/dl as well as insulin pump had failed battery test. Customer also had blood glucose of 50 mg/dl. The customer was treated with glucose tablets, popsicle and protein pills. Customer was declined to troubleshooting for low blood glucose as well as failed battery test. Customer also reports that insulin pump had cosmetic damage and crack on reservoir compartment and screen. Customer also reports that the discoloration on the bottom of the insulin pump and it looks like the insulin pump was heating up. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.